Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. -the product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An external visual inspection was performed and passed. The receiver log was downloaded using a good known battery. The receiver log was reviewed finding no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.